Manufacturer narrative:
(B)(4). Batch # n56a4y. Device evaluation: the analysis results showed that one ecr45b reload was received partially fired ½ with the cartridge deck damaged. This damage is consistent with the device being clamped over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the patient was submitted to laparoscopic subtotal gastrectomy due to malignant gastric neoplasia. During the procedure there was a defect when firing the stapler recharge (the device locked). The recharge was promptly replaced, and the procedure continued. There was no injury to the procedure, since there was no tissue damage.